Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for post coronary artery bypass graft (CABG) placement. The impella was placed without issue. It was reported that the patient developed gastrointestinal (gi) bleed, and the nasogastric (ng) tube was aspirated. The device was explanted, care was withdrawn, and the procedural outcome was that the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the death outcome. The patient's peri-procedural condition was critical.